Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure was to treat a proximal to mid left anterior descending artery with no calcification, no tortuosity and 80% stenosis. The vessel was about 3.5 mm. On (B)(6) 2015 the patient presented with a non st elevated myocardial infarction (stemi). Pre-dilatation was performed with a cutting balloon and residual stenosis was reduced to less than 40%. A 3.5 x 18 mm absorb scaffold was implanted at 9 atmospheres. Post-dilatation was performed with a 3.75 x 15 mm nc trek balloon catheter at 18 atmospheres. The stenosis was 0% with a timi 3 flow. The patient was on dual antiplatelet therapy for a year. On (B)(6) 2016, the patient presented with chest pain and stemi. Reportedly, in-scaffold thrombosis was observed. Pre-dilatation was performed with an unspecified 2.5 x 20 mm balloon catheter at 12 atmospheres and a 3.5x18 mm xience pro stent was implanted to treat the thrombosis. Additionally, abciximab was given. No additional information was provided.